Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a history of sensitive skin conditions. The irritation was described as on the patient's arms, shoulders, body, and under the back therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed a cream. The medical outcome is unknown.